Event description:
This complaint was reported by a customer from australia. A delivery issue was reported. It was reported that this event did not occur during patient use.

Manufacturer narrative:
Eitan medical requested the pump, event log and bolus handle for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: no indication of unrequested boluses was observed. Conclusion: the pump infused without any irregularities and was found to meet its specifications, including accuracy. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k1928603.

Event description:
This complaint was reported by a customer from australia. A delivery issue was reported. It was reported that this event did not occur during patient use.